Event description:
The customer reported that a flolink luer activated device became disconnected from a bbraun ultrasite IV admin set. The condition occurred on (B)(6) 2010 and the chemotherapy medication being infused was herceptin. The infusion was not able to be completed. The separation occurred about half way through the infusion. The patient and the nurse were exposed when the chemo leaked but there was no patient injury or medical intervention necessary. No additional information is available. This report is in regards to the patient exposure.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown, therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.